Event description:
Adverse event(s): "corneal edema" (corneal edema): "posterior capsule tear" (capsular ag tear, posterior). Product problem(s): "system message displayed" (device displays error message). The customer reported a system message displayed. Between the sixth and seventh case the system shut down. The pt's eye had already been prepared with iodine. The system was switched out and due to the extra time, it took to switch to the other system, the pt developed corneal edema. The surgery did not go well, and a posterior capsular rupture occurred. Additional info has been requested on the pt status.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed when additional reportable info becomes available. (B)(4).